Event description:
Additional information regarding the reported event: it was reported to siemens that the customer complained of an abnormality with the recorded dose in aria for two patients undergoing breast treatment. The recorded dose shows sporadically for the third field (with a lower amount of planned monitor units (mu)) a delivered dose with the higher amount of planned mus from the first or second field. Although requested, additional patient information was not provided. As previously reported, there was no report of patient injury due to the reported event.

Manufacturer narrative:
B5: additional event information was provided. H6: siemens has initiated a urgent customer safety advisory notice (csan), th002/20/s, to address potential safety issues following safety interlock occurances. This firm initiated voluntary corrections and removal action was reported to the FDA on february 25, 2020, siemens reference number (B)(4). The root cause of the safety interlock issues occurs when the user clears and interlock without having the interlock immediately analyzed by a specialized staff member (e.g. Medical physicist) and resumes patient treatment. The safety interlocks perform as specified; however, this issue was previously unknown until the investigation of this complaint event. Additional instruction and warning needed to be added to the operators manual. The csan describes the interlock scenarios, provides instructions for the user, and warns the user of the potential health risks associated with the interlock scenarios. The csan states that it is to be maintained in the product's operator manual and that all users are to be made aware of the issues. H11: corrected data. E1: the initial reporter facility city was corrected.

Manufacturer narrative:
(B)(6). Siemens is planning to initiate a field safety notification / field safety corrective action in response to the reported event and associated issues. This action will be reported to the FDA in a separate corrective action report.

Event description:
The first investigation showed that during treatment in an auto-sequence group a sporadic malfunction in the dosimetry 1 channel occurred. Due to this sporadic failure the treatment was interrupted by the control console (cc) through asserting the safety interlocks (il) #1 or #3 as specified. The sporadic failure happened several times the day the event occurred. The interlocks were released by the user without further notice and the treatment was continued. Unfortunately, two subsequent currently unknown issues occurred while interlocks #1 and #3 were asserted and released: issue 1: the system interrupts the delivery of a segment after 0.5/0.7 monitor units (mus) measured by the primary dose monitor (mon 1) which is incorrect due to the failure in the dosimetry 1 channel. As the second dose monitor (mon 2) values are not taken into account, the amount of maximum ~ 9.5/18.3 mus are missed and an overdosage occurs. The treatment record and the resumption are all displayed correctly but in reality a higher dose than planned has been delivered. The user might oversee the failure in the treatment record and does not perform a resumption for which the help of the siemens service would be needed. Issue 2: the system interrupts the delivery of a segment after 0.5/0.7 mus measured by the primary dose monitor (mon 1) which is incorrect due to the failure in the dosimetry 1 channel. But in this case (issue 2) the interlock #3 occurs and the cc transfers mon 1 mus from a previously delivered segment to the rt therapist (rtt) instead of the actual delivered mus. The treatment record will either show an overdose or the correct dose but in reality a lower dose than planned was delivered. The user might observe the abnormality in the treatment records as the customer did in this complaint. If the failure is unnoticed by the customer a moderate injury through additional dose or underdosage in the range of a part of a fraction could occur. In a worst case scenario patients could get an overdosage or underdosage which could lead to a severe injury. The reported event occurred in (B)(6).